Event description:
As reported by the sit up study, during the index procedure, during pre-dilatation of the target lesion with 2 balloons: 5.0 x 120 (invatec) + 6.0 x 60 (savvy cordis), a dissection occurred at the lesion site. One stent was implanted and there was post dilation with 2 abbott balloons (6x80 + 6x20mm) at 14atm for 30 seconds. There was no remaining dissection and the percentage of stenosis after stent implantation and post dilation was 0%. Pta was performed on a de novo lesion in the mid and distal sfa located 6cm from the superior edge of the patella of 220mm (100mm occluded) in a 5.0mm vessel diameter. The lesion was calcified with no thrombus was present at the site. The popliteal, anterior tibial, posterior tibial and peroneal arteries were patent. The lesion was pre-dilated with a 5.0x120 invatec balloon and a 6.0x60mm cordis savvy balloon at 10 atm for 60 seconds. There was 90% stenosis after predilatation. A dissection occurred at the lesion site and 1 stent was implanted. Post dilation was conducted with two abbott stents (6.0x80 + 6.0x20mm) at 14 atm. There was no dissection following the treatment. The residual diameter stenosis measured 0%. The iliac artery ipsilateral was treated with pta and stenting and the femoral artery ipsilateral was treated with pta (proximal to the lesion) after the index lesion. This situp study pt underwent stent implantation to the right sfa (superficial femoral artery) and during the index procedure suffered an arterial dissection and subsequently developed intermittent claudication and arterial restenosis. This is a male pt with medical history including family history of atherosclerosis, no documented coronary vascular disease, left sfa treated with balloon, right common iliac artery, external iliac artery and sfa diseased but not treated, no diabetes, hyperlipidemia treated with drugs, smoked in the past 10 years, hypertension treated with 2 drugs and rutherford classification 2. The index procedure was smart stent implantation to the right mid to distal sfa described as de novo, calcified with no thrombus was present. The popliteal, anterior tibial, posterior tibial and peroneal arteries were patent. The lesion was pre-dilated, with an invatec and a cordis savvy balloon. There was 90% stenosis and dissection noted after predilatation. One smart control stent was implanted for treatment of the target lesion and stabilization of the dissection. Post dilation was conducted with two abbott balloons. There was no dissection noted following post-dilation. The residual diameter stenosis measured 0%. The iliac artery ipsilateral was treated with stenting and the femoral artery ipsilateral was treated with pta (proximal to the lesion) after the index lesion. At an unk time post index procedure the pt presented with intermittent claudication symptoms in the right leg. Ultrasound revealed 80% arterial restenosis at the proximal section of the smart stent. Angioplasty was performed for treatment of the restenosis. The stent remains implanted thus unavailable for analysis.

Manufacturer narrative:
There is no sterile lot number info available for the savvy balloon thus no DHR can be performed. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The act of balloon dilation intentionally causes disruption of the stenosis and intimal layers with the intent of restoring luminal patency. It is standard practice to use stent implantation to stabilize the vessel after dissection is noted. There is no evidence of mfg or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the info suggests that pt, vessel, and procedural factors, specifically the procedural dissection and the risk factors for atherosclerotic disease, may have contributed to the reported events. Please note this is an initial and final report. No add'l details are available regarding this event or the device. This is one of two devices associated with the reported event that were submitted under the following mfg numbers 9616099-2008-01995.